Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was hard to read. Customer¿s blood glucose level was 205 unknown at the time of the incident. The customer reported that reservoir falls out and had to tried a few times it to catch. The customer reported that the grinds on rewind. The insulin pump will not be returned for analysis.